Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Picture evaluation: visual analysis of the photographs identified: it is not possible to see the batch number and catalog of the device due to the quality of the photos. It is observed that the device is deflated. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.